Manufacturer narrative:
Product ID 3487a-33 lot# v137276 implanted: (B)(6) 2008. Explanted: product type lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: 19-jul-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller stated that the patient claimed that the controller isn't working and neither is the implanted device. The caller indicated that the patient is in communication with the managing md about having the implanted device replaced. The caller indicated that the patient claimed to have started having issues with the system in 2017. The caller did not have any specific details about the issue with the system. Patient (pt) called stating that back in 2017 their system malfunctioned and pt was attempting on getting them repaired. Pt noted a little long ago a manufacturer representative said the implant could not be repaired and needed to be replaced for the leads wiring was being the problem. Pt noted they broke their neck and they think that's why there's a disconnect.

Manufacturer narrative:
Continuation of d10: product ID: 3487a-33; lot# v137276; implanted: (B)(6) 2008; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they were assessed by mdt rep during pain clinic visit and was also advised by hcp. Patient stated in 2017 they were provided options (illegible). Patient reported they will set up reassessment to fully determine direction to take with replacement or installing a new model. Patient stated their hcp suggested removing and replacing the current unit with another company. Patient stated experience with device was successful except when it malfunction.